Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ("pelvic abscess") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 771092,709954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, cervical cancer stage iii, vaginal cuff dehiscence, bleeding breakthrough since (B)(6) 2010, pain nos since (B)(6) 2010, cervical cancer and hepatic cyst. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea"), abdominal pain ("abdominal pain/abdomen right sided") and fatigue ("fatigue"). In 2015, the patient experienced dyspareunia ("painful intercourse/dyspareunia") and vaginal discharge ("unusual vaginal discharge"). In 2016, the patient experienced fallopian tube disorder ("prolapsed fallopian tube"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria hospitalization and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), urinary tract infection ("recurrent urinary tract infection"), abscess ("developed an abscess infection"), nausea ("nausea") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with anovlar (loestrin), surgery (laparoscopy salpingo-oopherectomy right (bilateral)) and surgery (on (B)(6) 2016, unilateral salpingo-oophrectomy-partial removal of device). At the time of the report, the pelvic abscess, fallopian tube disorder, vaginal haemorrhage, dyspareunia, vaginal discharge, urinary tract infection, abscess, fatigue, nausea and menorrhagia outcome was unknown and the pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter provided no causality assessment for pelvic abscess with essure. The reporter considered abdominal pain, abscess, dysmenorrhoea, dyspareunia, fallopian tube disorder, fatigue, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion smear cervix - in november 2015: high grade squamous intraepithelial lesion (B)(6) 2016, pelvic ultrasound report findings: there is a heterogeneous mass noted within the pelvis to the right of the midline at the level of the vaginal cuff. It measures 5.7 x 6.7 x 6.3cms and is consistent with a pelvic abscess. (B)(6) 2016, surgical pathology report vaginal cuff: - acute and chronically inflamed granulation tissue with tubal lining compatible with prolapsed fallopian tube. (B)(6) 2016 surgical pathology report phlegmon: portion of benign ovary with follicle cysts, focal granulation tissue response and paratubal cyst. Right tube and ovary: fallopian tube showing acute and chronic inflammation, reactive changes and fibrohemorrhagic adhesions, consistent with clinical history of prolapse. Benign ovary with hemorrhagic corpus luteum and organizing fibrohemorrhagic cortical adhesions. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic abscess (confirming abscess). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter and patient demographic added. Events added: fatigue, nausea, menorrhagia. Event outcome of pelvic pain, abdominal pain, dysmenorrhea updated to recovered .treatment drug and other relevant history added. On (B)(6) 2018: mr received. Reporters were added. Event added per mr: pelvic abscess. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ("pelvic abscess") and pelvic pain ("pelvic pain") in a 29-year-old female patient who had essure (batch no. 771092, 709954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on unknown date essure confirmation test should they advised immediately that occlusion was successful. Previously administered products included for an unreported indication: lexapro 10 mg from 2006 to (B)(6) 2008 and loestrin 1.5. Concurrent conditions included ovarian cyst, cervical cancer stage iii, vaginal cuff dehiscence, bleeding breakthrough since (B)(6) 2010, pain since (B)(6) 2010, cervical cancer and hepatic cyst. Concomitant products included norethisterone (mini-pill) until (B)(6) 2009. In 2010, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/abdomen right sided"). In 2015, the patient experienced vaginal discharge ("unusual vaginal discharge"). In (B)(6) 2016, the patient experienced fallopian tube disorder ("prolapsed fallopian tube"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria hospitalization and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), urinary tract infection ("recurrent urinary tract infection"), abscess ("developed an abscess infection"), nausea ("nausea") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was hospitalized from (B)(6) 2016. The patient was treated with ethinylestradiol;norethisterone acetate (loestrin) and surgery (laparoscopy salpingo-oopherectomy right (bilateral), hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic abscess, fallopian tube disorder, dyspareunia, vaginal discharge, urinary tract infection, abscess, fatigue and nausea outcome was unknown and the pelvic pain, dysmenorrhoea, vaginal haemorrhage, abdominal pain and menorrhagia had resolved. The reporter provided no causality assessment for pelvic abscess with essure. The reporter considered abdominal pain, abscess, dysmenorrhoea, dyspareunia, fallopian tube disorder, fatigue, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: removal details - hysterectomy (partial) - (B)(6) 2015, salphingectomy (one side removal of fallopian tube)- (B)(6) 2016 and oophorectomy (one side removal of ovary)- (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Smear cervix - in (B)(6) 2015: results: high grade squamous intraepithelial lesion. Diagnostic results: (B)(6) 2016, pelvic ultrasound report findings: there is a heterogeneous mass noted within the pelvis to the right of the midline at the level of the vaginal cuff. It measures 5.7 x 6.7 x 6.3cms and is consistent with a pelvic abscess. (B)(6) 2016, surgical pathology report vaginal cuff: - acute and chronically inflamed granulation tissue with tubal lining compatible with prolapsed fallopian tube. (B)(6) 2016: surgical pathology report phlegmon: portion of benign ovary with follicle cysts, focal granulation tissue response and paratubal cyst. Right tube and ovary: fallopian tube showing acute and chronic inflammation, reactive changes and fibrohemorrhagic adhesions, consistent with clinical history of prolapse. Benign ovary with hemorrhagic corpus luteum and organizing fibrohemorrhagic cortical adhesions. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic abscess (confirming abscess). Lot number: 709954 manufacture date: 2010-01 expiration date: 2013-01. Lot number 771092: manufacture date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-mar-2019: plaintiff fact sheet received : essure explant date added. Outcome of event menorrhagia, vaginal haemorrhage was updated. Concomitant drug, historical drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), fallopian tube disorder ("prolapsed fallopian tube"), vaginal haemorrhage ("heavy vaginal bleeding"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal discharge ("unusual vaginal discharge"), urinary tract infection ("recurrent urinary tract infection"), infection ("developed an abscess infection") and abscess ("developed an abscess infection"). The patient was treated with surgery (patient underwent salpingo-oophorectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, fallopian tube disorder, vaginal haemorrhage, dyspareunia, abdominal pain, vaginal discharge, urinary tract infection, infection and abscess outcome was unknown. The reporter considered abdominal pain, abscess, dysmenorrhoea, dyspareunia, fallopian tube disorder, infection, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ("pelvic abscess") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 771092,709954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, cervical cancer stage iii, vaginal cuff dehiscence, bleeding breakthrough since 17-nov-2010, pain since 7-dec-2010, cervical cancer and hepatic cyst. On (B)(6) 20110, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/abdomen right sided"). In june 2012, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced vaginal discharge ("unusual vaginal discharge"). In june 2016, the patient experienced fallopian tube disorder ("prolapsed fallopian tube"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria hospitalization and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dyspareunia ("painful intercourse/dyspareunia"), urinary tract infection ("recurrent urinary tract infection"), abscess ("developed an abscess infection"), nausea ("nausea") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was hospitalized from 9-sep-2016 to 14-sep-2016. The patient was treated with anovlar (loestrin), surgery (laparoscopy salpingo-oopherectomy right (bilateral)) and surgery (on (B)(6) 2016, unilateral salpingo-oophrectomy-partial removal of device). At the time of the report, the pelvic abscess, fallopian tube disorder, vaginal haemorrhage, dyspareunia, vaginal discharge, urinary tract infection, abscess, fatigue, nausea and menorrhagia outcome was unknown and the pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter provided no causality assessment for pelvic abscess with essure. The reporter considered abdominal pain, abscess, dysmenorrhoea, dyspareunia, fallopian tube disorder, fatigue, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 7-mar-2011: total bilateral occlusion smear cervix - in november 2015: high grade squamous intraepithelial lesion (B)(6) 2016, pelvic ultrasound report findings: there is a heterogeneous mass noted within the pelvis to the right of the midline at the level of the vaginal cuff. It measures 5.7 x 6.7 x 6.3cms and is consistent with a pelvic abscess. (B)(6) 2016, surgical pathology report vaginal cuff: - acute and chronically inflamed granulation tissue with tubal lining compatible with prolapsed fallopian tube. (B)(6) 2016 surgical pathology report: phlegmon: portion of benign ovary with follicle cysts, focal granulation tissue response and paratubal cyst. Right tube and ovary: fallopian tube showing acute and chronic inflammation, reactive changes and fibrohemorrhagic adhesions, consistent with clinical history of prolapse. Benign ovary with hemorrhagic corpus luteum and organizing fibrohemorrhagic cortical adhesions. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic abscess (confirming abscess). Lot number: 709954 manufacture date: 2010-01 expiration date: 2013-01 . Lot number 771092: manufacture date: 2010-08 expiration date: 2013-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaint incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.